Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that after doing cc (chemistry cartridge) sample probe maintenance on the unicel dxc 600i synchron access clinical system, they failed to reattach the cc probe tubing to the bead assembly. Customer reported that there was de-ionized water on the covers and in the sample carousel wheel well. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they reattached the tubing and cleaned up the de-ionized water. Customer reported that they then primed the cc sample probe and saw no leaks.